Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 5mmol/l. The customer stated the pump keep on flashing light and beeping. The customer was advised to removed battery but still keep on flashing and beeping. Customer was advised to insert new battery but still the same issue. The customer was advised that the pump will be replaced.

Manufacturer narrative:
The pump was received with a constant blank flashing white light on the display and a constant beep due to vertical cracks on the lcd controller. Unable to perform the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests due to the constant blank flashing white light on the display. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.